Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use, during dwell 2. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the hc then alarmed se 2367. The tsr had the hp cycle power again and the alarms cleared. The patient was connected at the time of the alarm. The patient line was properly primed before connecting and no patient extension lines were being used. The patient did not disconnect any time prior to the alarm. All of the bags were not properly connected as the hp stated that a bag had disconnected from the set. There were also open clamps on the unused supply lines. Proper procedures per the user manual were reviewed with the hp. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. The sample was not available for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamps. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.